Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator had the manufacturer's technical service group review the patient's log file and revealed low flow hazard alarms patient's log file and revealed low flow hazard alarms that occurred while the patient was connected to the power module and was reportedly while the patient was sleeping. The vad coordinator reported that the silicone of the percutaneous lead was separated at the metal connector. An evaluation of the percutaneous lead was performed by the manufacturer's technical service and damage the black wire was found. A portion of the percutaneous lead was replaced.